Event description:
Reported overdelivery of narcotic: the pump was programmed in the pca only mode of delivery with morphine sulfate 5mg/ml with a bolus dose of 12mg every 30 minutes. According to the customer contact, the pain management was set up on saturday, july 29 at 9:30pm. On monday morning, july 31 at 9:30am, the customer contact states that it was noted that the entire vial of morphine was gone. (The patient received 150mg in the 36 hours time period.) The customer contact reports no adverse pt event or harm. There were no interventions needed with the pt. According to the customer contact, the pt at one point over the weekend had "pulled out the huber needle from the mediport, but the nurses did not notice any puddle or leaking of fluid." Though requested, no further info was available.